Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 160 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the customer received a continuous glucose monitor error 42 and the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the pump was reset, and the customer corrected the time. It was also reported that data points were missing from the continuous glucose monitor graph. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was in 95-100 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.